Event description:
It was reported a balloon leaked on the second inflation during an undetermined procedure, presumed to be an angioplasty procedure. No patient complications resulted from this event. Balloon rupture or balloon leakage is an anticipated event of percutaneous angioplasty which has been associated with overpressurization or use in a calcified lesion. However, without evaluating the device co cannot determine the exact cause for this evetn. Co's directions for use state: "do not exceed the normal pressure printed on the product label. Never manipulate the catheter with the balloon inflated... The integrity of all balloon catheters may be compromised by sharp objects or surfaces. No recommended for use in calcified lesions."